Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "device failed volume test 3 times 18.85, 18.93, 18.96" was not reproduced. Evaluation sent the device for flow rate testing at a rate of 40ml/hr, results are as followed: delivery rate of 40ml/hr with a volume to be infused of 20 with a delivery result of 19.245 with error % of -3.775. An event date was not provided, however review of the last day of use in the history log revealed an infusion programmed at a rate of 40 ml/hr and vtbi: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed volume accuracy test 3 times at 18.85, 18.93 and 18.96. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.